Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer stated that the pump delivered more insulin than expected. Tandem technical support reviewed the pump data and was unable to confirm any bolus discrepancies. There was no impact to the customer's blood glucose level.